Event description:
On 5/2/06, reported an adverse pt event to bioform medical the pt was injected in the naso labial folds in 2006. Six days later, the ot had developed redness, swelling and infection-like symptoms on the left side dr. Rpeorted that this led to some level of scarring and naso alar retraction. Dr. Reported that surgical intervention may be required.